Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Patient reported a detached sensor wire occurred two days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was scheduled to have an MRI procedure (non-dexcom related) and had to remove the wearable. Upon sensor removal, the patient alleged the sensor wire detached from the sensor pod and remained in the skin. She felt something sticking out of the insertion site and had discomfort and pain in the area. The MRI technician used an unspecified hand-held scanner to verify if the wire remained in the skin but was unsuccessful. The patient went to the emergency room and had a negative x-ray; however, the ultrasound showed evidence a foreign object was retained under the skin. The ER (emergency room) physician made a surgical incision at the sensor insertion site, but no foreign body was discovered. The patient was discharged home on the same day with a prescription for an unspecified oral antibiotic prophylaxis medication and was advised to keep the incision site clean and covered. On (B)(6) 2024, the patient had a follow up appointment with an hcp (healthcare provider) who discovered a ¿thread like and flimsy type of material that was stuck on the gauze¿. At the time of the report the patient was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code - f2304 prophylactic treatment.